Event description:
Ous MDR- "the patient suffered from an ICD pocket hematoma during implantation on (B)(6) 2014.". The patient was hospitalized and a depletion of the ICD pocket hematoma (5 ml) was conducted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.